Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk.

Event description:
The customer reported that the insulin pump alarmed an error, and he requested a replacement of the insulin pump. No further information was provided.